Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in restock cubie screen. The customer was unable to move back to any other screen as it was asking to insert cubie or restock. A technical support specialist remotely dialed into the station, found the error "the cubie had failed to eject", confirmed that no cubie was inserted, killed the cubex application in task manager and waited for the application to restart to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the system was stuck in restock cubie screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.